Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no damage on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issue or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that partial tip detachment occurred. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose the target lesion. However, the tip of the device was partially separated. The device was removed from the patient. The catheter was flushed and it was confirmed that partial separation had occurred. The device was unable to get any image. Physician commented that the catheter was caught with calcification and that could have caused the partial separation of the catheter. The procedure was completed with another of the same opticross. No patient complications reported and the patients condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial tip detachment occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnose the target lesion. However, the tip of the device was partially separated. The device was removed from the patient. The catheter was flushed and it was confirmed that partial separation had occurred. The device was unable to get any image. Physician commented that the catheter was caught with calcification and that could have caused the partial separation of the catheter. The procedure was completed with another of the same opticross. No patient complications reported and the patients condition is good.